Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited noise oversensing and high pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts discussed possible root causes of noise. Additional information received indicates that the minute ventilation sensor was turned off and the clinic plans to continue close monitoring of the patient and there were no adverse patient effects. This device remains in service.